Event description:
Infant had increased oxygen requirement with multiple desaturation episodes. Visual inspection of the "infant nasal CPAP cannula" revealed a significant narrowing of the inspiratory elbow's internal diameter. After replacing the elbow, the pt's oxygen requirement returned to her baseline. Inspiratory elbows from six other cannulas were found defective with significant narrowing of the internal diameter. This narrowing is caused by a thin layer of plastic that blocks the internal diameter of the inspiratory elbow. In rptr's professional opinion this plastic is the result of a mfg defect that could potentially result in serious side effects.this info was submitted as follow-up 2/27/95: since last report rptr began a visual inspection of all cannulas to be used on infants. Approx 120-150 cannulas were inspected. A total of 18 defective inspiratory elbows were found. The internal diameter of 18 inspiratory elbows were greatly reduced secondary to a thin layer of plastic. This defect is difficult to detect by the clinician and could potentially result of serious side effects. (Also see 1005239-1005241.)